Event description:
The customer reported a leak. The primary plumset was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, a secondary tubing set was connected to the clave secondary port on the cassette of the tubing set for the piggyback delivery of an unspecified chemotherapeutic agent. At this time, it was reported that a leak of solution was noted at the tope of the clave secondary port. The customer contact indicated that the leak occurred either before or after the chemotherapy delivery. No specific details were provided. There were no reported adverse patient effects and no delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.